Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display at the information center "froze". The device was in use monitoring patients and there was no adverse event reported.